Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implanted on (B)(6) 2019. For the last 30 days, the device has been defective, failing to maintain itself inflated, preventing sexual intercourse. The physician tested the device in office and confirmed the inflation issues. The device remains implanted. The patient is stable.